Event description:
It was reported that a visitor in an ER treatment room at the facility had their legs resting on the base of a stretcher. Reportedly, the visitor depressed the release pedal causing the patient surface to lower onto the visitor's left leg causing a joint diffusion of the left foot.

Manufacturer narrative:
In order for the litter surface to lower, the descent pedal must be depressed and remain depressed for the unit to continue to lower. The momemt the descent pedal is no longer being the depressed, the litter surface ceases to lower.